Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a cs 054 call service alarm. The pump powered on normally, and was exercised for 24 hours with no duplicated calls service alarms.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the display screen was blank after a call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.